Manufacturer narrative:
This MDR should be considered cancelled. These false positives were caused by a temperature fluctuation. In the event that an entire rack, row or instrument would flag as positive, the user would not interpret these results as accurate.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer getting 7 vials flagged positive ".

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer getting 7 vials flagged positive ".

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer confirmed that the false positives are caused due to the temperature fluctuation. This is an unconfirmed failure of the bd product as the issue is caused due to the ambient temperatures. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device installed on (B)(6)2017. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure. Complaint history for ¿results¿ was reviewed for the month of july 2021. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.0a, 1.1a, 1.2a and 1.6a.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: customer getting 7 vials flagged positive .